Manufacturer narrative:
Product complaint # ==> (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil packet, one paper lid and one winding former with one detached needle and one suture piece were returned for analysis. Product code sxmp1b427. In addition, a photo was provided, and it showed one foil packet and one winding former with a detached needle and one suture piece. During the visual inspection of the detached needle, the swage and attachment area were noted with excessive pressure. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? --no.

Event description:
It was reported that a patient underwent a proctocolectomy surgery on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. Enclosed please find defect photo. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.